Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing blood glucose (bg) levels in the 400's mg/dl range. Multiple infusion set changes were performed and correction boluses were delivered to address bg and the customer's bg remained elevated. A system check was performed and the pump performed as intended. Pump data was reviewed by tandem technical support and no abnormalities were identified; however, the customer alleged the pump was delivering the incorrect amount of insulin. Reportedly, the customer reverted to manual injections for diabetes management.